Event description:
The sales consultant reported a cap that has come loose from the screw and is resting next to the screw head in a posterior cervical thoracic case, level unknown. Item remains implanted, date of implantation is unknown. This was noticed during imaging, date unknown. At this time there is no planned revision. Additional information has been requested. This report is on an unknown screw. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This report is on an unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.